Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. When the physician was inserting a 3.00x24mm taxus liberte' drug eluting stent into the patient, the device caught on a y-connector and the stent became damaged. The procedure was completed with a different device. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)